Event description:
It was reported that the device illuminated a service wrench and logged an event code that indicated a critical failure in the memory. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the third party biomed technical assistance. Follow-up with the biomed found that physio's recommendation was provided to the customer.